Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Even though it was notified by the hospital that the event took place before procedure signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached at the base of the jaw but was detached at the tip of the jaw. The insulation on the jaws were slightly cracked, frayed and appeared to be melted indicating burn of device component. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. It was observed that the switch lever was disconnected at the switch pivot and detached from the body of the switch. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ and the analyzed failures " bent wire" and "burn of device or device component- boot burn " were confirmed. Specific actions for the confirmed reported failure "device remains activated" are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged into power, activated and was stuck in the activated position. It could not be turned off. This happened before use, so the activated jaws were never inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was plugged into power, activated and was stuck in the activated position. It could not be turned off. This happened before use, so the activated jaws were never inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.